Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Caller stated the patient is uncomfortable and cannot change stimulation. Patient stated she cannot control it, referring to the symptoms. Patient tried adjusting stimulation but was unable to and was seeing poor communication screen. Patient tried communication with and without the antenna but still saw poor communication. Patient stated the healthcare provider told her the battery would die in the summer. Patient was advised to follow-up with the healthcare provider to follow-up for battery longevity. No further complications were reported.